Event description:
The customer reported intermittent 541-014 (luminometer data invalid) condition codes that occurred with multiple patient when tested on a vitros eciq immunodiagnostic system. The customer indicated the codes were occurring across multiple samples but only when using (B)(4). No erroneous patient sample results were reported out of the laboratory and there were no allegations of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that code 541-014 (luminometer data invalid) occurred on multiple samples while using the (B)(4) on a vitros eci immunodiagnostic analyzer. The most likely cause is a non- reportable assay issue however this could not be confirmed. The occurrence of this code may also be indicative of an instrument related issue and these issues could not be ruled out at the time of this report. Information regarding the operator of the device and the initial reporter information is not completely known at the time of filing of this report.